Event description:
January 6, 1993 while urologist was attempting to remove the nephrostomy tube (#14 re-entry malecot), tube ripped leaving a portion in the patients right kidney. This tube was placed in the patient on october 29, 1992. Patient returned to the o.r. For removal of nephrostomy tube peice in right kidney on january 7, 1993. Patient is doing well post-op and is still hospitalized. Another nephrostomy tube was inserted during january 7, 1993 surgical procedure.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.